Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found the proximal insulation was damaged between 14 cm to 14.8 cm from the connector pin, as a result of friction to the implantable cardioverter defibrillator can. The exposed metal of the proximal coil could cause the reported noise problem when coming in contact with the can. The proximal insulation was damaged at 20.8 cm from the connector pin, most likeely due to friction with the suture sleeve when the lead was in a bent position.